Event description:
It was reported that an end user who had been using the onli hydrophilic catheters for 3 years, developed a uti. It was reported that the patient was catherizing for urine via a mitrofanoff stoma and klebsiella was identified via urine culture. It was further reported that the end user was placed on oraxim and orelox antibiotics for 10 days to treat the infection.

Manufacturer narrative:
The product IFU states that this intermittent catheter is a flexible tubular device that is inserted through the urethra by male, female and pediatric patients who need to drain urine from their bladder. In this case, the customer reports that they use the catheters to drain urine thru the patient's mitrofanoff stoma. The mitrofanoff procedure creates a small tunnel from the bladder to the outside of the body. Since hollister's indication for use is for device usage through a urethra, this reported usage is considered off-label. Product sample not provided so sample review was not possible. Lot number is not known so DHR review is not possible. The root cause of the reported uti is not known.